Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25029. It was reported the patient ((B)(6)) lost stimulation. Additionally, it was noted the physician determined a lead fracture and diagnostics revealed open channels on the lead. In turn, the patient underwent surgical intervention to explant the lead. During the procedure the physician was unable to add a replacement lead due to anatomical reasons. As a result, the physician abandoned the procedure and the patient will undergo surgical intervention at a later date to add a replacement lead. The event date is unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25029. Follow up revealed the patient underwent surgical intervention where the scs system was explanted and replaced. The physician electively explanted and replaced the patient's ipg.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-25029. Further information clarified only the patient's ipg was electively explanted on (B)(6) 2015 and a new scs system was implanted. The patient's therapy was restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Previously reported explant date of (B)(6) 2015 was inadvertently added to the report. The patient's lead was explanted (B)(6) 2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.